Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system showed a fatal error on underlying data source and device was unable to be used. A technical support specialist (tss) launched the structured query language (sql) server management studio. The tss created a backup of the current database in the d drive temporary folder and noted the initial size as 9.1 megabytes. The tss followed the steps in the referenced knowledge article titled controlling the purge in es 1.5.x 1.11.x purge recovery purge queue growing faster than deletion or purge failure for extended period of time and reduced the database size, and then performed the index rebuild process. After the maintenance, the database size increased to 3247.44 megabytes. The registered nurse was then able to log in and retrieve medication successfully. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es a fatal error occurred on the underlying data source, and the device was unable to be used. The medstation displayed an error stating that a fatal error had occurred on the underlying data source, possibly due to a network connection problem or a hardware issue. The device was located in a medical unit with only one device available. The device was restarted with no change. The error occurred when attempting to remove medication for a patient, destock medications, or add a temporary patient. The device was turned off with the drawers left open to allow access. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.